Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed functional testing (incomplete mesh) due to damage; however, the repair was not completed because blade/cutter repairs cannot be performed. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the ratchet would not attach to the mesher. No further information provided. Living legacy is a cadaver skin bank. Therefore, there is no patient involvement. Investigation showed the cutter was damaged and did not pass the cut test. No adverse event was reported as a result of this malfunction.